Manufacturer narrative:
The download data from the pod showed that the pod was received in pod state 15 having delivered 0 pulses. The pod is expected to transition from pod state 1 to pod state 2 after being filled by the user. The pod then transitions to pod state 14 after a period of inactivity where the pod is not connected to a controller. After sitting in pod state 14 for 80 hours the pod is expected to transition to pod state 15. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone phone_control_android, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system up1a.231005.007.s928usqs4axl2, cloud - smartphone hardware sm-s928u, cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.